Manufacturer narrative:
A ge oec service representative investigated the issue and could duplicate the malfunction. To prevent further issues, all system pcbs were re-seated. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system reportedly had an issue where both monitors would go blank or have vertical lines in the image. A reboot would correct the malfunction.